Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. Implant date if implanted, give date: not applicable, as lens was removed in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed in the initial surgery. Device evaluated by MFR: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: 4581- incision enlargement. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zcb00 intraocular lens was inserted and removed from the patients right eye due to loading issue. The lens was torn. Patient has recovered. The lens was discarded. No other information was provided.